Event description:
It was reported to st. Jude medical that upon initial interrogation, the device was in a hardware reset. It was noted that the pt thinks they may have received an external shock from the lawn mower while mowing the lawn. The ICD will be explanted and returned for evaluation.